Manufacturer narrative:
The log file indicates that the patient was not yet connected when the event occurred. It could be revealed that the device was set from standby to manual ventilation mode when the self-supervision function of the software detected an invalid value for one parameter. Gas mixer and ventilator were shut down to safety mode and the corresponding alarms were posted. Two further interactions with the device produced the same result; respective error codes have been recorded to the log each time. After that the patient was connected and the user tried some troubleshooting measures but these remained unsuccessful. After approximately 5 minutes the patient was disconnected and, another 10 minutes later the device was powered off. Later the same day the device was obviously tested by a service technician - the protected service mode was entered. After switching the device back on for that purpose the error condition did not recur again. The respective pcb was replaced and tested in the manufacturer's lab but did not exhibit the malfunction again. A reliable conclusion in terms of root cause is not possible. It is however considered very unlikely that the above mentioned parameter change to an invalid value might have occurred without any external contributing factor. Since it is evident that operator interaction was ongoing when the event occurred, a reasonable explanation would be electrostatic discharge or any other emc disturbance. The design of the device fulfils the emc immunity requirements laid down in iec 60601-1-2 but it is known that external disturbances may occur which exceed these immunity barriers. The particular event did not result in consequences to the patient.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported.